Event description:
Bright red blood noted to be leaking around rectal tube. Tube discontinued: 30 cc of water came out of the balloon. Gi consulted and hydrocortisone foam and 2x2 applied. Colorectal surgery was consulted and patient transfused with 2 units rbcs. Patient emergently taken to the or where 4 rectal mucosal ulcers were found: 3 cauterized and one required 2 sutures. Tube was originally inserted approximately 25 days earlier per policy.what was the original intended procedure?rectal tube was inserted approximately 25 days prior to adverse event because it was indicated for liquid stool and presence of coccyx wound.